Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Base not responding error and auxiliary control unit was found in pump event history log. Reported problem was unable to be duplicated during power-up and occlusion tests. The pump base has experienced a failure during the power down sequence. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: performed maintenance and all functional testing which passed.

Event description:
It was reported that the device was presenting with auxiliary control unit watchdog failure and base not responding. No patient injury was reported.